Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (44 mg/dl at its lowest). The customer consumed food, sweets or glucose tabs to address the low bg levels. The customer stated low bg was due to the basal and carbohydrate ratio pump settings needing adjustment. The customer's healthcare provider adjusted the 2 pump settings to correct the low bg.